Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending artery (lad) with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with direct stent placement using a 2.25x12mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the hospital with complaints of chest pain and dyspnea and was diagnosed with unstable angina. Cardiac catheterization was recommended. Eight days after, the patient presented for scheduled cardiac catheterization and was hospitalized on the same day. Stent thrombosis noted on the previously implanted study stent in mid lad was treated with balloon angioplasty and placement of a 3x12mm and a 3x15mm non bsc drug eluting stents with no residual stenosis. On the following day, the event was resolved and the patient was on aspirin and clopidogrel.